Manufacturer narrative:
Hologic field applications specialist (fas) and technical support (ts) performed log review of over one month's worth of logs and found no indication of hardware failures nor assay performance. The customer was advised to upgrade the software and thermocycler, however the instruments were operating as expected. No further actions were required. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported discrepant sars-cov-2 pcr samples run on panther fusion instrument sn (B)(4). Different samples using the same aliquots were tested and received different results. Customer uploaded over one month's worth of logs but did not specify which worklists or sample ids to review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.